Event description:
It was reported that, the device was found in back up vvi. Additionally, the patient received inappropriate shocks from the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset and inappropriate or inadequate shock/stimulation were not confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the device was operating at near elective-replacement level and underwent multiple high voltage charging and shock events. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to high energy consumption events, thereby inducing the device into backup mode. The device was implanted 8.69 years, which exceeds its projected longevity and is consistent with normal estimated service life. After replacing the battery, electrical and mechanical tests performed including outputs verification and cold temperature soaking did not identify any functional issues. Backup condition could not be reproduced.